Event description:
The patient reported when their 2nd pump was implanted in 2008 the patient had gone through withdrawals because the incision to the pocket of where the pump was implanted would not close due to infection. This happened ¿2-3 times.¿ the patient did not know the exact dates. Information later received from the hcp reported the patient was administered perioperative antibiotics. The onset date of the infection was noted as (B)(6) 2009 the signs and symptoms of infection the patient experienced were redness, swelling, drainage, pain, and incisional wound opening. The location of the infection was noted to be the device pocket. No culture was obtained. Treatment included IV and oral antibiotics and partial device system explant. Per the hcp there was no drug withdrawal and the patient did not experience withdrawal because they were unable to get refilled. The patient recovered without permanent impairment. The pump was used to deliver morphine sulfate.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(6), implanted: (B)(6) 2006, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).